Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was 101 mg/dl. The customer states that they were sleeping when the insulin pump began beeping and had a blank display. Troubleshooting was provided for the blank display. Customer stated the insulin pump got an alarm after blank display was resolved. Self test failed and alarm was unable to be cleared. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display and unexpected restart alarm noted. (B)(4).